Event description:
On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.